Manufacturer narrative:
Correction : the correct "explanted date" is (B)(6) 2017, not (B)(6) 2017 as previously reported.

Manufacturer narrative:
This report is submitted on september 28, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, the patient was re-implanted with a new device during the same surgery.